Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator alarmed "vent inop", "motor fault", and "xdcr fault". The customer reported that there was no patient involvement.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An evaluation of the component could be confirmed but not duplicated. Recorded faults on the event log of vent inop, motor fault, transducer fault, and 800 xdcr fault errors were displayed approximately around "12/26 01:14" in attempt of calibration transducers but failing all transducers successfully calibrated. This issue will be internally investigated within vyaire.